Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Customer stated three to four days prior to being hospitalized that the pump freezing and that the buttons were unresponsive for a few seconds to a few minutes.